Event description:
Device shows error code 22-004 (force sensor). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc wifi, serial number (B)(6) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. It is known that the device was put back in service by correctly reconnecting connector j9. Based on available information, the root cause of the reported issue could be linked to a poor connection. However, since the device was not returned, it remains unknown (not returned). An internal CAPA has been opened in order to reduce the occurrence of error 22. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.